Manufacturer narrative:
Initial reporter health professional - selected "yes".

Event description:
The manufacturer was notified on (B)(6) 2015 that a (B)(6) year old male patient had a mitroflow valve (model 12a, size 25) implanted on (B)(6) 2010, and explanted after 4.79 years later. No further information was provided.